Event description:
The customer reported a loss of a diagnostic live image. No pt or user injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The x-ray tube was evaluated and replaced. The sys was tested and found to be working as intended and returned to svc.